Manufacturer narrative:
H10: additional manufacturer narrative: this is one of four manufacturer reports being submitted for this article. Refer to medwatch number (B)(4) for additional events within the same article. The date of the event is unknown; however, according to the article, the study period was from (B)(6) 2008 to (B)(6) 2014. Thus, the first day of the reported study period (2 jan 2008) was used as the occurrence date. Article citation: anselmi a, aymami m, tomasi j, d'alessandro g, langanay t, corbineau h, mancini j, flecher e, verhoye jp. Late clinical and echocardiographic results with the magna ease pericardial aortic bioprosthesis. Eur j cardiothorac surg. 2023 nov 24:ezad351. Doi: 10.1093/ejcts/ezad351. Epub ahead of print. Pmid: 38001032. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "late clinical and echocardiographic results with the magna ease pericardial aortic bioprosthesis", the following events were identified as pertaining to an edwards devices: 10 patients with a valve model 3300tfx implanted in aortic position underwent reoperation due to non-structural valve deterioration (nsvd) after an unknown implant duration.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The cause of the event cannot be determined.